Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. One claris display workstation (dws) z620 was received for evaluation. Evaluation communication testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, noise issues with the workmate claris resulted in the procedure being cancelled. It was noted that there were blue lines on the surface electrodes on the workmate claris. Catheters had not been inserted yet. The notch filter was set to 60. ECG leads and patches were replaced but the issue did not resolve. The workmate claris was rebooted and the issue resolved briefly but then re-occurred. The amplifier was reset and the ensite x belly patch was replaced but the issue did not resolve. The procedure was cancelled. There are no adverse consequences to the patient reported.